Event description:
Additional information indicated acute pain as a symptom. The patient had pain/problems with her right hip area where the implantable neurostimulator (ins) had been implanted. It was stated that the patient "might have pulled something or affected her sciatic nerve."

Event description:
It was reported there was a loss of therapeutic effect in early october. Patient had their achilles tendon repaired in september and they had difficulty moving around and noticed they were leaking more. Patient fell fairly hard on a concrete floor in september on their left side. It was noted the patient may need to have their rotator cuff looked at. Patient also had a light burning sensation at the implant site that was noticed 3-4 weeks prior. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v911221, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).